Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented for a follow up via remote, the implantable cardioverter-defibrillator exhibited some non-sustained right ventricular oversensing episodes, which was post paced t-wave oversensing on electrocardiogram. Programming change was made. The patient was stable before, during and after the event.